Event description:
The patient had a reaction to lidocane after administration and prior to miradry treatment use. The physician diagnosed the reaction as lidocane toxicity, which resolved following physician intervention.